Manufacturer narrative:
(Skin contact).

Event description:
The customer reported that he had cidex opa staining on his hands. He stated he was not wearing ppe (gloves, gown, mask) and tried to use paint thinner to remove the stain. The customer reported that there were no symptoms other than the staining for a few hours.